Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was specimen integrity. The IFU for acute care ctni test pak contains the following information: "cellular debris from grossly hemolyzed samples, not the hemoglobin itself, may elevate test results above the reference interval. Values up to 0.13 ng/ml [ug/l] have been observed in grossly hemolyzed samples from healthy individuals." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.